Manufacturer narrative:
Follow-up # 1 date of submission 5/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 4/29/2016 with the following findings: the black box and alarm history showed a cs 064 call service alarm. No activity outside of normal use was observed. The pump¿s ¿ez-prime¿ steps were performed correctly and no cs 064 alarms or any errors, alarms or warnings occurred during the investigation. The investigation was unable to duplicate ¿cs alarm¿ complaint and the product performed within specification. The pump¿s cover was removed and there were no intermittent conditions found to the motor flex/assembly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.